Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 9 years. Based on the follow-up with health-care provider, it was learned that the reason for explant was due to aortic valve stenosis. Per the discharge summary, the patient has begun suffering from the shortness of breath and fatigue over the last several months. The patient was found to have an ejection fraction on 55%, a mean gradient of 40 and cardiac catheterization showed that the coronary anatomy had a total right coronary artery with significant circumflex and lad. Her wedge pressure had a mean of 17 and gradient across her aortic valve was 68 mmhg and a calculated valve area of 0.5 square cm. Per the operative report, the aortic valve was heavily calcified and after removal the annulus was small with some disruption of the aortomitral curtain, which required pericardial patch coverage, which also allowed for annular enlargement. The subject device was removed and replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
(B)(4) device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause can not be confirmed, it appears that the aortic stenosis experienced by the patient was likely due to heavy calcification noted on the aortic valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.